Event description:
It was reported that when stimulation was turned on, the patient experienced a tingling sensation starting behind the left ear and t raveling down to his left shoulder. The patient reported that it was positional. It would only last about a minute, and seemed to be when lying down or sometimes sitting up. The patient described the tingling as a slight shocking sensation. The symptoms began following a fall, but the patient was not sure whether the fall was related. The symptoms started "about a month or so ago." The patient had fallen in the last 3-4 months and usually fell on the right side. The patient reported the device seemed to be working fine. The patient was not pleased with the rechargeable type device compared to his old one, and stated that it did not seem to be working like it should be. The patient was unsure "whether it's the medication or the device." The lead-extension connection location was where the patient's symptoms were reported to have been. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the healthcare professional (hcp) reported that the patient was to have revision surgery performed on their implantable neurostimulator (ins) (B)(6) 2013. It was noted that the patient had fallen ¿many times¿ and the physician believed the device had been ¿bumped too many times¿ and that was why it was not working anymore. The patient¿s ins was to be replaced with a non-rechargeable model. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient was having his device replaced in a couple of weeks. It was noted that the device was being replaced because the patient thought it was broken and had been for three years, so it was going to be taken out and looked at. The reporter stated that the patient had fallen several times very hard and sometimes landed right on top of where the device would be. It was reported that in the patient¿s opinion it was not working the way it should. It was noted that the falls happened several times but the patient didn¿t remember the dates and it was two to three years ago. It was reported that the patient¿s symptoms were dyskinesia bradykinesia and the only time the patient had relief was when he took medication.

Event description:
Additional information received reported that the patient was having replacement surgery. It was noted that no malfunctions were seen. The manufacturing representative did an impedance check with the old ins before surgery and all measurements were normal. The patient did not mention why they were switching from a rechargeable to a primary cell device. The manufacturing representative said that the surgery was uneventful and the patient was doing well after surgery. It was not known what was done with the explanted ins but they assumed it was discarded.

Event description:
Additional information received reported that the patient still had concerns about the device or therapy, and had an appointment mid (B)(6) with a heath care provider. Three days later, it was reported that the patient "had the opinion that the device was not working as it should be" after the patient slipped and fell. It was noted that the patient shared this concern that his device may have been comprised by the fall with a health care provider. The reporter stated that a few weeks after the fall, the device was tested and the tester said that "all systems were go." The patient was referred to a neurologist who does programming for the device. It was reported that the patient voiced his concern about the device "several times" to the neurologist regarding the patient's opinion that the device was not operating correctly. The reporter stated that the neurologist said the device impedance was fine and the device was operating. It was reported that the patient "knew his body, and something was wrong with the device," but the four or five times he brought this to the attention of the neurologist, the neurologist would "just kind of shrug his shoulders" and repeat that the device was working. The reporter stated that the patient had done internet research about the issue and found an event "with the problem addressed being an impedance issue." It was reported that the device in the researched event was checked externally and the impedance was very high, which the patient reported was what the neurologist said about his device. It was unclear if device impedances were high or in the normal range. In the researched event, the leads were replaced and the device began working again, and the patient predicted that his would do the same. It was reported that the patient's neurologist felt that no intervention was needed at this point because the patient was doing fairly well. It was unclear if this neurologist was the same one mentioned earlier. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 748251, lot#, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 748251, lot#, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 37752, lot#, serial# (B)(4), product type: recharger; product ID: 37642, lot# serial# (B)(4), product type: programmer; product ID: 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type: lead; product ID: 3387-40, lot# j0421511v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).